Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the battery compartment was found to be cracked on the threads above the bumper pad and below the bumper pad. Unrelated to the complaint, the bolus button cover was found to be torn; however, the bolus button was responsive to button presses. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. The battery cap was also found to be damaged/stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.